Manufacturer narrative:
The handpiece was rec'd at the manufacturer for service and evaluation. During the investigation an overheating condition was found and then reported. Based on the investigation details, service replaced an electrical component and did a clean, lube, and adjust to the device. The handpiece was repaired and returned to the customer.

Event description:
The handpiece was returned to the manufacturer for service, and during the investigation the device began to overheat. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.